Event description:
Boston scientific crm received information that this pacemaker was explanted on (B)(6) 2009 from a patient who had passed away. The device revealed a longevity remaining of less than 0.5 years. On (B)(6) 2009 the longevity remaining was 1.0 years. It was felt that the battery had depleted faster than expected in one month's time. The explanted device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a longevity calculation was performed on the device that concluded the device met the expected longevity. Based upon the information available from the device memory, it appears that the device declared elective replacement time (ert) after the patient's death. Due to the depleted condition of the device (implant time of 79.2 months) the ert indicator was a result of low body temperatures, causing a rise in the internal impedance of the battery cell following patient death. Since the ert indicators can not be cleared once they are set, warming up the device and retesting it a day later, would not cause the battery status to change or improve. Analysis has confirmed that this device functioned normally throughout testing, operating as designed.